Manufacturer narrative:
Product event summary: the lead accessory insertion valve was returned and analyzed. The analysis indicated that the valve has fm on the top of the valve. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that once the delivery kit was assembled on the operating table in the sterile field and the implanters were scrubbed in, a hair was noted to be sticking out from the delivery catheter in the molding of the valve insertion tool of the catheter. It appeared to be stuck within two plastic white and blue sections of the accessory. The delivery catheter was not used. No patient complications have been reported as a result of this event.